Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. The pump was received with all operating currents within spec and passed the rewind, unexpected error test, prime test, excessive no delivery test and displacement test. No unexpected missing segments/partial display noted. Pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, missing end cap sticker and cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced missing segments/partial display. The customer's blood glucose value was unknown. The customer stated that the plastic piece by the reservoir broke off. The customer stated that the o-ring fell out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.